Event description:
It was reported during a percutaneous procedure in the cardiac cath lab strong resistance was experienced when inserting the guidewire into a 6f fast cath introducer sheath. Reportedly, the guidewire perforated the sheath wall and the vessel. More information has been requested.

Manufacturer narrative:
Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The fast cath introducer sheath instructions for use (IFU) states that the user should advance the dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel. The fast cath introducer sheath instructions for use (IFU) states individual patient anatomy and physician technique may require procedural variations. The fast cath introducer sheath instructions for use (IFU) instructs the user to insert the dilator into hemostasis valve and then follow normal accepted practice for vessel puncture, guidewire insertion, vessel dilator and hemostasis introducer use. The fast cath introducer sheath instructions for use (IFU) states that prior to proceeding, verify the hemostasis introducer is of proper size to allow passage of desired catheter or other medical device. The fast cath introducer sheath instructions for use (IFU) states that this device should only be used by physicians thoroughly trained in the technique of angiography and/or the use of catheter delivery systems.